Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, increased capture thresholds resulting in loss of capture and increased pacing impedance were observed on the left ventricular (lv) lead. A CT scan was performed and damage was noted close to the suture sleeve. The lv lead was capped and replaced to resolve this event. The patient was stable.